Event description:
Complaint notes: chronic high svc and right ventricular defib impedance noted. History of svc and right ventricular defib lead impedance warnings noted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).